Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the pledget fell apart. She manually removed pieces of pledget from her vaginal cavity. She consulted with her obgyn as she wasn't sure if any pieces remained and was told to douche or go in for an exam. Since her medical consult by phone she feels the issue resolved itself. She did not report any adverse health effects.